Event description:
It was reported that the customer was hospitalized with high blood glucose levels over 600 mg/dl. It was also stated that the insulin pump emitted long beeps, followed by a blank display. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to problem isolated to mother board. The insulin pump missing the end cap sticker.